Event description:
The complainant reported that on (B)(6) 2025, a 61-year-old male patient underwent a rp flex placement for management of postoperative surgical right heart failure. His past medical history included coronary artery disease with prior coronary artery bypass grafting and end-stage renal disease. After vascular access was obtained into the pulmonary artery using a balloon-tipped catheter, the 0.027-inch guidewire was observed to be bent prior to advancement through the pulmonary artery catheter. The 0.027-inch guidewire was not used, and an abiomed 0.018-inch guidewire was utilized instead to deliver the right-heart pulmonary flex device into the pulmonary artery without complication. No harm to the patient was reported however additional device was required.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Device information was updated.

Manufacturer narrative:
Additional information was provided in b5 (event description) and d9. The device has been received for evaluation, and the investigation is underway. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that the 027 wire was not used and was shipped back in a return kit. The abiomed 018 wire was used instead for successful delivery.